Event description:
The customer reported the left monitor went blank after the system was fully booted.

Manufacturer narrative:
The ge service rep could not duplicate reported problem, booted system several times and checked video connections on left monitor. All testing passed, system returned to service.